Event description:
Arjo was notified about an event regarding a maxi move lift and a sling fitted with clips. It was reported that a patient was being transferred from a bed to a chair when one of the sling clips detached from the maxi move spreader bar lug causing the patient's fall. As a consequence the patient sustained head injuries which required seven staples.

Manufacturer narrative:
The involved device was evaluated by the arjo representative. The maxi move lift and the sling fitted with clips were found in good condition. The lift worked properly. Additional information will be provided in the final report upon investigation conclusions.

Manufacturer narrative:
The collected information is currently analyzed and we are finalizing the investigation. The addition information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was informed about an incident involving the arjo passive clip sling (model number: maa4000m-xl, serial number: (B)(6) and the maxi move passive floor lift. It was reported that during the patient transfer from a bed to a wheelchair, one of the sling¿s clips (it is not known which one exactly) detached from the spreader bar of the device. As a consequence of the event the patient fell to the floor from approximately 3.5-4.0 feet (about 107 to 122 cm), hit the back of her head and sustained a laceration that required 7 staples. After the incident, both the floor lift equipped with the spreader bar and the sling were evaluated by an arjo representative. The inspection did not reveal any equipment malfunctions. The sling and the unit were found to be in good condition without signs of wear. Following the information provided by an arjo service technician, during the inspection the customer stated that the sling pops off easily from one of the attachment points on the dynamic positioning system (dps). Additionally, the customer informed that initially they thought it was the sling but after trying the sling on a different lift, they saw that the clips pop off of one of the connection points too easily. When attaching the clip to the spreader bar, it is important to ensure that the clip is moved to the end of the narrow slot and not left within the big aperture. The sling clip has narrow slot to ensure a snug fit onto the spreader bar lug. Such a snug fit mitigates the risk of the clip being pushed out from the lug when the straps are not under tension. In addition, once the clips are correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as required by the labelling, the clips are locked in position with the weight of the patient. Effectively, the clip cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Therefore, the clip is not likely to come off during on-label use. The maxi move instructions for use (001.25060.en) states: ¿caution: always check that all the sling attachment clips are fully in position before and during the lifting cycle, and in tension as the patient¿s weight is gradually taken up.¿ ¿warning: only detach the sling leg connection clips followed by the shoulder connection clips when the patient¿s body weight is fully supported by the bed to avoid any risk of fall.¿ the instructions for use (IFU) for the arjo passive clip slings (document number: 04.sc.00-int1_6) instructs the user how to properly attach the sling to the spreader bar of the lift in the ¿clip attachment & detachment¿ section: ¿attach the clips (5 steps): 1. Place the clip on the spreader bar lug. 2. Pull the strap down. 3. Make sure the lug is locked at the top end of the clip. 4. Make sure the strap is not squeezed in between the clip and the spreader bar. 5. Make sure the straps are not twisted.¿ the document also warns the user: ¿warning: to avoid the patient from falling, make sure that the sling attachments are attached securely before and during the lifting process¿. ¿if an adjustment is needed, lower the patient and make sure that the weight of the patient is taken up by the receiving surface before removing the clip.¿ the most likely hypothesis regarding the root cause of this event would be that the labelling was not followed. To sum up, while the event occurred arjo maxi move passive floor lift and passive clip sling were used as a system for a patient transfer when the resident fell out of the device. No technical malfunction of the device or sling was detected that could have caused or contributed to an adverse event. The system failed to meet its performance specification as one of the sling¿s clips detached from the spreader bar. The complaint was decided to be reportable due to allegation that clip detached during use leading to a serious injury.